Event description:
The technician indicated the brake is not working properly.

Manufacturer narrative:
The technician found the head brake caster is not holding due to wear. The technician replaced the caster to repair the bed.